Manufacturer narrative:
An event regarding an alleged dislocation involving a trident 10° x3 insert 36mm ID was reported. The event was not confirmed. Method & results: - device evaluation and results: no devices were available for analysis. - medical records received and evaluation. Insufficient medical records were received for review with a clinical consultant. - device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. - complaint history review found no other events have been reported for the reported manufacturing lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re evaluated.

Event description:
It was reported that the patient required a revision tha due to recurrent dislocations of the right hip.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient required a revision tha due to recurrent dislocations of the right hip.